Manufacturer narrative:
Correction- section h6: removed device in backup vvi coding as it is incorrect.

Manufacturer narrative:
The reported events of no inductive telemetry and no rf telemetry were confirmed. The reported events of device in the backup mode and error message were not confirmed as received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Correction: it was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed that the patient¿s pacemaker exhibited an error message. Additionally, the pacemaker failed to be interrogated with radiofrequency (rf) telemetry and inductive telemetry. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed that the patient¿s pacemaker exhibited an error message and was noted to be in backup vvi mode. Additionally, the pacemaker failed to be interrogated with radiofrequency (rf) telemetry and inductive telemetry. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.